Event description:
It was reported that a clearlink secondary set's spike disconnected from a bag of chemotherapy solution. The user connected the set with the solution bag and then primed the line. The unit was then transported to the nurse's station. As a nurse picked up the bag, the spike disconnected from the bag, resulting in a leak. The leak was contained; this event did not result in any skin exposure to the chemotherapy solution. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.